Event description:
Device evaluated 04-mar-21: "stent partially deployed".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the investigation being completed on 21-may-2021.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1658797 involved in this complaint device was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted.   Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 04th march 2021. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Red marker on top of the handle between 04th and 05th point on return. Actuation of handle was possible and stent deployed as intended. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1658797 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1658797 ; upon review of complaints this failure mode has not occurred previously with this lot #c1658797 . The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties.   Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After 3 or 4 click of the trigger it just got stuck and wouldn't move . They had to take it out and use another. "As per cc form": during stent placement the nurse was unable to advance the device after a few presses on the deployment trigger. The stent was withdrawn and another used without incident. Additional info received 01-dec-2020: when it was no longer possible to continue with deployment, were they able to recapture the stent prior to removing the delivery system from the patient? It was after 2 or 3 clicks of the handle. They were able to recapture and remove the stent. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus tjf 260v 4.2mm. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? Olympus . Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? A few seconds. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Yes this is a long term experienced user. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? 6cm. Where was the stricture located in the body? Cbd. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? Yes. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No.